Event description:
The product complaint report shows that while undergoing a performance test the customer alleged the ventilator's loss-of-power alarm failed to activate. The customer called a co technical support specialist and he recommended that the conversion printed cicuit board be replaced. The customer removed and replaced the pcb and the ventilator passed its performance tests. The circuit board was not returned to co and no eval was conducted to verify the alleged malfunction. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.